Manufacturer narrative:
(B)(4). All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that the intraocular lens (iol) was removed from the patient's eye after the doctor saw something on the lens. Additional communication on (B)(6) 2015 verified that the lens was inserted and removed during the same procedure and a new ar40e lens was inserted into the patient. No patient injury reported.

Manufacturer narrative:
The intraocular lens was returned to the manufacturer for evaluation and the lens was received cut in two pieces. The sample was inspected at 10x microscope magnification and particles, fibers and viscoelastic residues were observed in the cut lens. One of the haptics was broken. Since the condition of the lens the complaint ¿customer saw something on the lens¿ cannot be verified in the sample received. Manufacturing defects were not identified in the return sample. Manufacturing records were reviewed and the lens was manufactured according to specification. No non-conformance reports/deviations/discrepancies were generated. A search on complaints revealed this is the only investigation requested for this production order. The directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions for the proper use and handling of the intraocular lenses. All pertinent information available to abbott medical optics has been submitted.